Manufacturer narrative:
On 8/15/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the analysis results showed that the device appeared intact. Leak testing revealed there were two (2) tears (a, b) located at the anterior view measurement approximately less than 0.1 cm (a) and less than 0.1 cm (b). Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Reporter phone number: (B)(4). Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast reconstruction surgery with mentor tissue expander, medium height te 550cc implants which the right side deflated after implantation. The issue was discovered on the day of the surgery. As a result patient had the device removed and replaced with implant on (B)(6) 2019.